Manufacturer narrative:
The investigation for the reported thrombosis and stroke has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the thrombosis and stroke could not be determined.

Manufacturer narrative:
Additional information has been provided in d2 (date of death) and d6b (date of explant). Corrected information has been provided in h6 (type of investigation). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Date of death unknown.

Event description:
The user facility reported patient was placed onto impella support due to cardiomyopathy. While on support, the patient experienced stroke, thrombus, and ultimately passed away.